Manufacturer narrative:
(B) (4). (B) (4). Results: product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the balloon catheter. The 2/3 collapse profile could not be measured due to the balloon longitudinal rupture and the balloon would not fully deflate. A laser micrometer was used to measure the crossing profile. This met manufacturing criteria. A new indeflator, filled with water, was used to pressurize the balloon to check for leaks or rupture when fluid came out of a pinhole on the balloon. There was a pinhole on the balloon, 8 mm distal to the balloon proximal marker. There were no scratches noted. This product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon did not cross lesion while another company's did. No pt effects were reported. No additional event or pt info is available. This is being filed based on lab analysis which revealed a pinhole rupture.